Event description:
"Trying to pull bag & appendix out of incision - bag broke, appendix fell back into abdominal cavity - had to get another bag and retrieve." Pt is doing fine.

Manufacturer narrative:
Evaluation: visual inspection of the sample received from customer found an expanded and broken region toward the bottom of the tissue retrieval bag. The break was found near the bottom seal of the tissue bag. Conclusion/corrective action: seams of the bag are intact on the sample and indicate that failure did not occur from a defect in the production of the tissue bag. The region in which the break occurred shows evidence of stretching from the intended 0.004" thickness of the bag medifilm material. The two tissue bag subassembly shop orders used to produce the top level product lot 1034410, were examined. There were no rejects or failed units for either subassembly shop order or the top level shop order. All pull testing conducted on the two lots passed the minimum 5 lbs pull test. Previous tests have shown identical stretching and break in retrieval bags when excessive force and manipulation is used to remove specimens from 8mm incisions of a porcine belly. When the incision is enlarged, the specimen can be removed without incident. Monarch retrieval system instructions included with the product specify removal method of specimen with bag, both with and without a cannula. Sections 4 & 5 of the instructions booklet for retrieving specimen with and without the cannula state: "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." From info provided by customer and inspection of the returned device, it can be concluded that pid (product instruction data) instructions were not properly followed. Means for improving the strength of the product are being investigated. No corrective action is required.